Event description:
A healthy first time plasma donor complained of indigestion and itching near the end of the donation. Their vital signs at this time were reported to be as follows: blood pressure (bp): 120/60 mmhg, pulse (p): 120 bpm,and respirations(r): 20/m. The donor was immediately treated with four tablets of tums and normal saline. Upon completion of the saline 50 mg benadryl im was administered in their right dorsogluteal area. Ten minutes after administering this injection, donor stated that they were feeling better from the indigestion and the itching was subsiding. Their vital signs were reported as follows: bp : 100/50 mmhg, p:100 bpm and r: 18/m. Twenty minutes later donor was stable, alert, feeling well and left the center in stable condition with a family member who drove pt home. Their vital signs when they left were as follows bp: 100/52 mmhg, p:98 bpm and r:18/m.